Manufacturer narrative:
The unit passed displacement test. The unit was received with a crack in the rear side of the retainer ring. The retainer ring is solidly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it locked in place properly. The unit was also received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the unit where the battery threads are located. (B)(4).

Event description:
Information received by medtronic indicates the insulin pump had a crack on the battery compartment, up to the back and near the reservoir compartment. The customer also stated there was damage to the retainer ring. The reservoir was able to lock into place. No harm to the customer requiring medical intervention reported. The insulin pump will be returned for analysis.